Manufacturer narrative:
(B)(4). The device was evaluated by the service engineer. There was no malfunction found. The ventilator passed all the required testing. The battery power supply was replaced as a precautionary only.

Event description:
It was reported that the facility had a power outage and the ventilator switched over to generator power. The ventilation was not interrupted however; the ventilator generated an error message while running on the generator so the patient was transferred to an alternate ventilator with no harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.